Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient stated that the insertion areas were subject to temporary blockages. No further information available